Event description:
The pt's spouse is concerned about the pt's percutaneous endoscopic gastrostomy (peg) tube turning black. This peg tube is the second one where this has happened. The pt's spouse has contacted the dr concerning this manner. The dr is in contact with another physician concerning this matter. The company is boston scientific reference (B) (4).